Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. A revision was performed and the crt-d, along with the right ventricular, right atrial, and left ventricular leads, was explanted. No additional adverse patient effects were reported. The device was not returned for analysis. Additional information was received indicating that the patient had expired four days after system explant. No further information was provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. A revision was performed and the crt-d with the right ventricular, right atrial, and left ventricular leads were explanted. No additional adverse patient effects were reported. The device was not returned for analysis.